Event description:
(B)(4). Initial information received from a physician on 26-jan-2009 and additional information was received from the physician on 27-jan-2009: a (B)(6) female patient received her first series of four injections of poly-l-lactic acid (sculptra) (lot # a7020, expiration date july 2009) on (B)(6) 2008. Within 24 hours, the patient had an acute development of two large inflamed nodules. It was like an acute intolerant reaction. Within 24 - 48 hours, she also developed chills and malaise and was empirically started on antibiotics. These systemic symptoms went away rapidly, but the nodules persisted. The physician stated that he used poly-l-lactic acid a lot and had never seen anything like this. It was very unusual and not like the nodules he had seen before. He saw the patient 28 hours later and incised and drained the nodules. He sent them for cultures. The cultures were initially negative and later grew a minimal amount of (B)(6), pan-sensitive. Most of the drainage was not purulent, and it was mostly blood and a yellowish clear fluids. It did not look like an abscess fluid. The nodule progressed and he drained it once more. On (B)(6) 2009, the nodule on the right side was better, but the one on the left side was still significant. He recommended hot compress, and he will see the patient again soon. No further relevant information was reported.

Manufacturer narrative:
Initial information received from an md on 26-jan-09 and additional information was received from the md on 27-jan-09: a (B)(6) female patient received her first series of four injections of poly-l-lactic acid (sculptra) (lot # a7020, expiration date july 2009) on (B)(6) 2008. Within 24 hours, the patient had an acute development of two large inflamed nodules. It was like an acute intolerant reaction. Within 24 - 48 hours, she also developed chills and malaise and was empirically started on antibiotics. These systemic symptoms went away rapidly, but the nodules persisted. The md stated that he used sculptra a lot and had never seen anything like this. It was very unusual and not like the nodules he had seen before. He saw the patient 48 hours later and incised and drained the nodules. He sent them for cultures. The cultures were initially negative and alter grew a minimal amount of (B)(6), pan-sensitive. Most of the drainage was not purulent and it was mostly blood and a yellowish clear fluid. It did not look like an abscess fluid. The nodule progressed and he drained it once more. On (B)(6) 2009, the nodule on the right side was better but the one on the left side was still significant. He recommended hot compress and he will see the patient again soon. No further relevant information was reported. Additional information for sculptra (lot # a7020/exp date 31-jul-2009,) from product technical complaint report (B)(4) dated 02-feb-2009, received by (B)(6) on 02-feb-09: batch record review was without hint to root cause. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detachable. Conclusion: no faults detectable.